Manufacturer narrative:
(B)(4). The customer reported a failure to obtain an etco2 reading during a pt event. The device was being used on a pt in cardiac arrest. The pt was intubated and tube placement was confirmed by the paramedics. Initially a reading of 7mm hg was obtained by this defibrillator, then shortly after there was no waveform or numeric value. Troubleshooting was attempted by again confirming placement of the endotracheal tube and changing the filterline. No reading was obtained despite troubleshooting efforts. The reported failure of the first defibrillator used is investigated in this report. A back up defibrillator was called for. The back up defibrillator is investigated in (B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to obtain an etco2 reading during a pt event. The device was being used on a pt in cardiac arrest. The pt was intubated and tube placement was confirmed by the paramedics. Initially a reading of 7mm hg was obtained by this defibrillator, then shortly after there was no waveform or numeric value. Troubleshooting was attempted by again confirming placement of the endotracheal tube and changing the filterline. No reading was obtained despite troubleshooting efforts. The reported failure of the first defibrillator used is investigated in this report. A back up defibrillator was called for. The back up defibrillator is investigated in (B)(4).